Event description:
Additional information revealed that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Therapy was reportedly restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was to undergo an unrelated surgical procedure on (B)(6) 2018 where the ipg was not placed in surgery mode prior to the procedure. Postoperatively, the ipg would no longer communicate with external devices, and the ipg was determined to be inoperable. Troubleshooting was unsuccessful. As a result, the patient may be awaiting surgical intervention.